Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted customer care due to an occlusion alert on the device. The patient was informed that the alert indicated pressure within the system, potentially related to the tubing or the infusion set, and was advised to change the supplies. The patient changed the supplies, and the occlusion alert resolved. The patient also reported that although changing supplies temporarily resolved the alert, it had returned in the past after some time. The patient was advised to contact customer care again if the issue recurred and to have the supply lot numbers available for further review. Blood glucose levels were not affected during this event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.